Event description:
It was reported that during incoming inspection the packaging had wrinkles in the sealing area. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.e1 telephone number: (B)(6).g2 country: japan.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h5, h6, h10, and h11. Visual inspection confirmed there were significant raised creases along the seal. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event was confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.